Event description:
During routine removal of the PICC line on the ward, the line snapped, leaving approx 10cm of the line within the pt. The pt was taken to the or the next day for removal of the segment.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. However, based on the information provided, it is feasible to say the device met with force beyond its intended strength, which resulted in the difficulty experienced.